Manufacturer narrative:
Device received with operating currents within spec. Unit passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms or keypad anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had keypad anomaly. The customer also reported that they high blood glucose level of 295 mg/dl. The customer stated that the select button was unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.